Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown baclofen via an implanted pump. The indication for use was intractable spasticity and cerebral palsy. It was reported the patient's pump was explanted, on (B)(6) 2019, due to an infection. The caller had no other details on the symptoms with the infection.